Event description:
Spontaneous. Patient reports she is getting a high-pressure alarm when trying to prime the tubing. Pt tried the cassette on both pumps and both are giving the alarm. Advised patient to try new tubing and the alarm cleared and pt was able to successfully continue infusion. Tubing lot number 4074062. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual product available for investigation? No; did we [MFR] replace the device? No; did the pt have a backup product they were able to switch to? Yes; was the pt able to successfully continue their infusion? Yes. Reported to (B)(6) by pt/caregiver.